Event description:
Lavh - "first device was given to dr. (B)(6) , seemed to be working fine for the first 3-4 seal and cuts. The blade trigger seemed to get stuck and she was unable to press the trigger back fully. The blade was only cutting partially. Gave her a 2nd device. Once she completed sealing and cutting the left pedicle, she moved to the right side of the uterus. When she double-checked the sealing of the left pedicle she noticed bleeding where she had already coagulated. She re-sealed the bleeding area and moved to the right pedicle. She continued not to get a good seal with oozing."

Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. Based on similar customer experiences, it is possible that the blade issues were due to misaligned upper and lower jaws. Additional inspection steps have been added to the manufacturing process to further minimize the potential for this type of incident to reoccur. A review of the manufacturing records for this lot confirmed that the product passed all manufacturing and quality inspections. This document represents our final report.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.